Event description:
It was reported that this left bundle branch lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The lbb lead was explanted.